Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, the patient came for inferior vena cava filter removal per radiology. On the next day, access was gained into the right jugular vein using sonographic guidance with images acquired. The catheter and guidewire were then advanced into the lower inferior vena cava through the inferior vena cava filter. The guidewire and catheter were advanced along the filter apex adjacent to the right wall of the inferior vena cava. Inferior vena cava angiogram was performed which demonstrated the inferior vena cava to be patent. However, the filter was tilted. An amplatz guidewire was then passed through the flush catheter into the left iliac vein. 10 french introducer and sheath were then passed and positioned above the inferior vena cava filter. The retrieval cone was then passed through the sheath. Multiple attempts were made to engage the inferior vena cava filter with the cone. This was unsuccessful with the cone unable to fully cover the filter apex due to location. Guidewire and snare were passed through the filter with a guidewire on one side and the snare along the other side. The guidewire was then snared with loop providing traction to the filter below the filter apex. After applying traction, the retrieval cone was then reintroduced. However, there was recoil of the filter to the tilted position after removal of the snare. Repeat attempts at using the cone were unsuccessful. Further attempts at filter removal were then abandoned at this stage. This would not preclude future attempts at filter removal including utilization of a femoral approach. However, effort was made to limit radiation at this time. A final inferior vena cava angiogram was performed which did showed formation of thrombus within the filter and just superior to the filter. This may reflect hypercoagulable state. After nine years and eight months, the inferior vena cava filter was tilted 125 degrees. The apex of the inferior vena cava filter extends into a small collateral vein. The inferior vena cava filter apex was 50 mm below the most inferior renal vein. The inferior vena cava filter does not perforate the inferior vena cava. There were no fractured struts. No significant inferior vena cava stenosis was identified. Therefore, the investigation is confirmed for the alleged filter tilt, retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal. The current status of the patient is unknown.